Event description:
Event verbatim (preferred term) on 2 places burn blisters (burns second degree). Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) year-old female patient used thermacare heatwrap (thermacare menstrual, device lot number w81903 and expiration date jun2021), on (B)(6) 2019 for menstruation pain. The patient medical history and concomitant medications were not reported. The patient developed "on 2 places burn blisters" in (B)(6) 2019 with outcome of unknown. Disability reported as a result of the burn blister. The action taken in response to the event for thermacare heatwrap was unknown. The clinical outcome of the event was unknown. Local product quality complaint group provided reference number, pcom number (B)(4). Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
Investigation result for lot/batch number: w81903, conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "two burn blisters." The cause of the wrap causing blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] on 2 places burn blisters [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A 31-year-old female patient used thermacare heatwrap (thermacare menstrual, device lot number w81903 and expiration date jun2021), on (B)(6) 2019 for menstruation pain. The patient medical history and concomitant medications were not reported. The patient developed "on 2 places burn blisters" in (B)(6) 2019 with outcome of unknown. Disability reported as a result of the burn blister. The action taken in response to the event for thermacare heatwrap was unknown. The clinical outcome of the event was unknown. Local product quality complaint group provided reference number, pcom number (B)(4). Upon follow-up, product quality complaint reported that severity of harm was selected by the manufacturing site as s3 (injury, which could result in the need for medical treatment and hospitalization). According to product quality complaint, investigation results for lot/batch number: w81903 included conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "two burn blisters." The cause of the wrap causing blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (29jul2019): follow-up attempts completed. No further information expected. Follow-up (30jul2019): new information received from product quality complaints: severity of harm (s3). Follow-up (03sep2019): new information received from product quality complaints included: investigation results. No follow-up attempts are needed. No further information is expected. Company clinical evaluation comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] on 2 places burn blisters [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A 31-year-old female patient used thermacare heatwrap (thermacare menstrual, device lot number w81903 and expiration date jun2021), on 27may2019 for menstruation pain. The patient medical history and concomitant medications were not reported. The patient developed "on 2 places burn blisters" in may2019 with outcome of unknown. Disability reported as a result of the burn blister. The action taken in response to the event for thermacare heatwrap was unknown. The clinical outcome of the event was unknown. Local product quality complaint group provided reference number, pcom number 2019-0047874-gc. Upon follow-up, product quality complaint reported that severity of harm was selected by the manufacturing site as s3 (injury, which could result in the need for medical treatment and hospitalization). Additional information has been requested and will be provided as it becomes available. Follow-up (29jul2019): follow-up attempts completed. No further information expected. Follow-up (30jul2019): new information received from product quality complaints: severity of harm (s3). Company clinical evaluation comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.